Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "none reported" (no consequences or impact to pt). Product problem(s): "different needles were contained in the pak" (incorrect device or component shipped). The surgeon reported that the custom pak was supposed to contain a 2.5 ml termuo syringe and it contained 5ml bd syringe.